Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown/not provided. PMA/510k: k013227.

Event description:
It was reported that patient had crown mobility. Abutment was fractured at the screw of the abutment and was removed. Abutment was placed on (B)(6) 2022 on tooth location 27. Procedure completed with another abutment.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One abut tapered one-piece scr-v 3.5mm 2mm, tac2 was returned for investigation. Visual inspection via naked eye and camera magnification was completed. Fracture identified at the threads. Both pieces were returned. No pre-existing conditions noted on the complaint. Bone density type unknown. The reported devices were located on tooth site #43 (fdi). DHR review was completed for the subject lot number (2021050182). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Lot specific complaint history review was conducted for the subject lot number (2021050182) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.